Manufacturer narrative:
Correction to prior report to redact a140508 from h6.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was placed via an unknown/unreported access site to support the 59 year old female patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The patient's medical history was not shared beyond the prior cardiac arrest with CPR and being supported by inotropes and vasopressors. On the day of the access and pump placement there was an access site ooze that did not prompt intervention. On day 10 of the support the patient had a drop in hemoglobin with prompted the infusion of blood cells (rbc). The team assessed for a possible gastrointestinal bleed, though none was found. After the rbc was infused the hemoglobin rose by 12g/dl. The pump continued to support the patient til the pump was weaned and explanted. At the time of explant the team observed significant thrombus to be present and adhered to the pump. There was no treatment or intervention noted to treat the thrombosis observed on day 17 of the support. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. The patient had both the heparin bolus and systemic heparin via IV delivery.

Manufacturer narrative:
B3 date of event revised. B5 revised to reflect the patient outcome. The investigation of the reported failure mode has been completed. No product was received for evaluation. Thrombosis: the cause of the injury could not be determined due to insufficient clinical details. Anemia: the cause of the injury could not be determined due to insufficient clinical details. Access site adverse event/major bleed: the cause of the issue was not determined without returned product investigation and sufficient clinical details. Placement signal issue: the cause of the issue was not determined without returned product investigation and sufficient clinical details, including data log. Device history review: the device passed all post sterile inspection checks.

Event description:
An impella cp was placed via an unknown/unreported access site to support the 59 year old female patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The patient's medical history was not shared beyond the prior cardiac arrest with CPR and being supported by inotropes and vasopressors. On the day of the access and pump placement there was an access site ooze that did not prompt intervention. On day 10 of the support the patient had a drop in hemoglobin with prompted the infusion of blood cells (rbc). The team assessed for a possible gastrointestinal bleed, though none was found. After the rbc was infused the hemoglobin rose by 12g/dl. The pump continued to support the patient til the pump was weaned and explanted. At the time of explant the team observed significant thrombus to be present and adhered to the pump. There was no treatment or intervention noted to treat the thrombosis observed on day 17 of the support. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. The patient had both the heparin bolus and systemic heparin via IV delivery. The field team was not told if the anticoagulation, of heparin, was held or not to assist with hemostasis, though hemostasis was resolved.